Manufacturer narrative:
The device has not been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a coronary angiogram procedure, the catheter tip detached within the patient. The physician had acquired right retrograde radial artery access and while torquing the catheter within the brachial artery the catheter tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patients ascending aorta.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.